Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a deviation between the stylus and the cursor on the screen. It was also noted there was a cut in the cable of the stylus and the overall shielding was visible but the stylus worked correctly. All found defective parts were replaced and all other identified issues were resolved. Software was reinstalled and updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a calibration problem with the stylus pen. The arrow was offset from where the stylus pen touches the display of the programmer. There was no patient involvement. It was further reported that the programmer was returned for service.